Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to obtain telemetry between the remote monitor and the leadless implantable pulse generator (ipg). It was also noted the patient has an implant in the groin cannot locate implant lead in chest. The patient was referred back their clinic for a device check. The ipg and remote monitor remain in use. No patient complications have been reported as a result of this event.